Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call motor error alarm, no delivery alarm and high blood glucose levels. Customer¿s blood glucose level was 531 mg/dl. Customer treated their high blood glucose via injection multiple times. Customer advised they received a motor error alarm and were unsure of what they needed to do. Customer advised they changed out the battery, reservoir and infusion set to resolve the no delivery alarm. Customer declined to troubleshoot for high blood glucose levels, motor error alarm and no delivery alarm. The reservoir will not be returned for analysis.